Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiopulmonary arrest, within 24 hours of receiving a last dialysis treatment, and subsequently expired. This event is alleged to have been caused by the pt's possible exposure to be naturalyte product during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.